Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "materials of construction are not biocompatible" it was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problem or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Single use only. Do not reuse. Do not resterilize. Manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that nurse told patient that they could not use the drainable bags for 5-7 days and that they have to change them every day as patient has got an infection. They advised that using the single use night bags would be better than the drainable ones. Nurse told patient regardless of any bag it¿s not hygienic and no bag should be kept on for more than a day because taking it on and off still has bacteria. Representative believed that they were saying it was caused by the bag as it wasn't changed every day. It was unknown what medical intervention was provided for infection. As per additional information via email from ibc on 19jan2023, no other intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.the device was not returned.

Event description:
It was reported that nurse told patient that they could not use the drainable bags for 5-7 days and that they have to change them every day as patient has got an infection. They advised that using the single use night bags would be better than the drainable ones. Nurse told patient regardless of any bag it¿s not hygienic and no bag should be kept on for more than a day because taking it on and off still has bacteria. Representative believed that they were saying it was caused by the bag as it wasn¿t changed every day. It was unknown what medical intervention was provided for infection. Per additional information via email from ibc on 19jan2023, no other intervention.